Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were observed. The customer complaint was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a loss of data on the receiver; however, new data is recording. No additional event or patient information is available.